Event description:
Healthcare professional reported rupture, and "peri implant fluid" on right side. Healthcare professional additionally reported "circumscribed nodules" not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.